Manufacturer narrative:
(B)(4). The third party service agent performed an initial evaluation of the customer¿s device and verified the reported issue. In addition the customer provided a video of the reported issue, which also verified what was reported. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device would power off and on by itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with this event.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the third party service agent regarding the status of the device but has not been successful. It is unknown if the customer will be replacing the device or returning them to physio-control for evaluation. The devices have not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device would power off and on by itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with this event.